Event description:
It was reported that a foreign substance was observed emanating from the rear side of the haptic after the implantation of a preloaded intraocular lens. The surgeon removed the substance using irrigation/aspiration, and no substance was available for return. Directions of use were followed. Additional information indicated that the lens remained implanted, with no visual issues or injuries reported. The ophthalmic viscoelastic device used was a domestic product, not healon, and the nature of the foreign material remained unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation as the lens remained implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.